Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered the "failed autofill calibration during pm". The fse powered the iabp 'on' and observed the unit completed all power on self tests and displayed the 'system test ok' message. He then connected the system trainer and the balloon and initiated the autofill, the iabp completed the autofill and continued pumping for approximately 30 minutes without any alarms or abnormal function occurring. Entered diagnostic mode and conducted autofill calibration, the values for calibration were within specification. Again, the fse conducted 20 additional autofill calibrations and all of the values were well within factory specifications. The fse was unable to reproduce the reported "auotfill failure alarms" issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was having a autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that during preventative maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. There was no patient involvement, and no adverse event reported.